Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that endocarditis occurred. The subject was enrolled into the (B)(6) study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject did not receive any loading doses of antiplatelet medication. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Two days later the subject was discharged on warfarin and aspirin. In (B)(6) 2018, 1218 days post index procedure, subject presented to the emergency department with shivering and feeling very cold since past 2 days and was noted with loss of appetite and fever. On the same day, subject was hospitalized for further evaluation. Physical examinations revealed irregular heart rhythm and blood culture revealed positive for enterococcus faecilis. In (B)(6) 2018, echocardiogram revealed independent mobile mass within the aortic root measuring 2.2*0.8 cm2 which was suspicious of vegetation which was previously noted, the prosthetic valve appeared well seated without any aortic regurgitation. Subject was diagnosed with prosthetic aortic valve endocarditis. A percutaneous inserted central catheter (PICC) line was inserted and subject was started on amoxicillin for 3 weeks and was switched to teicoplanin. In (B)(6) 2018, echocardiogram revealed mobile structure still present in the aortic root with reduced size. The prosthetic valve appeared well-seated with no aortic regurgitation. The event was considered to be recovered/ resolved and on the same day, the subject was discharged on warfarin.